Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. The same day as onset, the patient was treated intraperitoneally with unspecified antibiotics (doses, frequencies, and routes not reported) for the event. It was reported that antibiotic treatment was discontinued and the patient recovered from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.